Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered from the field. A review of the software flags was performed. The review consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death. The patient was in a non-life-sustaining rhythm prior to the treatment event.

Event description:
A us distributor reported that a (B)(6) patient passed away on (B)(6) 2018 while reportedly wearing the lifevest. The device's download data reveals that prior to passing the patient received four inappropriate treatment shocks. It was reported that the patient was found unconscious on the ground by her husband who called the patient's physician. It was reported that the patient had a laceration on her head. At 13:47:25 the lifevest detected an arrhythmia. The patient's rhythm was asystole with intermittent cardiac activity. Between 13:28:39 and 13:49:54, the lifevest delivered four treatment shocks while the patient was in asystole. Over-sensing low amplitude cardiac signal contributed to the false detection. Following the event, the patient remained in asystole. The patient subsequently passed away. There is no indication that the lifevest caused or contributed to the patient's death, as the patient was already in asystole, a non-shockable and non-life-sustaining rhythm, prior to the inappropriate treatment event.

Manufacturer narrative:
H3 device evaluation summary device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been recovered from the field. A review of the software flags was performed. The review consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death. The patient was in a non-life-sustaining rhythm prior to the treatment event.

Event description:
A us distributor reported that a german patient passed away on (B)(6) 2018 while reportedly wearing the lifevest. The device's download data reveals that prior to passing the patient received four inappropriate treatment shocks. It was reported that the patient was found unconscious on the ground by her husband who called the patient's physician. It was reported that the patient had a laceration on her head. At 13:47:25 the lifevest detected an arrhythmia. The patient's rhythm was asystole with intermittent cardiac activity. Between 13:28:39 and 13:49:54, the lifevest delivered four treatment shocks while the patient was in asystole. Over-sensing low amplitude cardiac signal contributed to the false detection. Following the event, the patient remained in asystole. The patient subsequently passed away. Additional information was received on (B)(6) 2019. A us distributor contacted zoll to report that the patient experienced another inappropriate defibrillation. At 13:57:11 on (B)(6) 2018, the patient received a fifth treatment shock while in asystole. The post shock rhythm was asystole and the patient remained in asystole with motion artifact until the electrode belt was disconnected at 15:31:50 on (B)(6) 2018. The response buttons were not pressed during the treatment event. Motion artifact and oversensing low-amplitude cardiac signal contributed to the false detection. Following the event, the patient remained in asystole. The patient subsequently passed away. There is no indication that the lifevest caused or contributed to the patient's death, as the patient was already in asystole, a non-shockable and non-life-sustaining rhythm, prior to the inappropriate treatment event.